Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The system error was cleared using apvision3 software during device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The autopulse platform failed the initial functional test due to the "system error, out of service, revert to manual CPR" displayed upon powering up the platform, confirming the reported complaint. The processor board pca assembly was replaced to address the reported complaint of the system error. The autopulse platform failed further functional testing due to ua17 advisory messages. Investigation and troubleshooting determined that the root cause of the ua17 was due to the drivetrain motor brake gap being wide, out of the specification. The brake gap was adjusted within the specification to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries. The platform passed all the tests without any fault or error. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During inspection by the distributor before delivery to the customer, the loaner autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.